Manufacturer narrative:
Product complaint # (B)(4). Batch # p58m7z. Additional information provided on a cross-functional call: dr.(B)(6) provided an overview of the event. The patient was being operated for sigmoid colon cancer which ended up being upper rectum cancer. The procedure was started laparoscopically and converted to open prior to the use of the circular stapler. The stapler was docked, turned to the green range, and would not fire. The resident had both hands on the stapler; she was crushing it and it would not fire. There were difficulties removing the device, but once it was removed, the tissue was over-sewed and the patient was given a colostomy. The colostomy is scheduled to be reversed at another hospital in about 6 months. The surgeon stated that the patient did not receive any preoperative chemotherapy or radiation and tissue did not seem overly thick. The device was not difficult to close. When asked about the resident¿s experience with the device, the surgeon responded that this was her first time firing the circular stapler. She had used linear staplers before but not circular. Her stature was not frail; average height, weight, and strength. When asked if there was any difficulty attaching the anvil, the surgeon stated that there was no difficulty, it docked nicely, and the prong (trocar) came out just posterior to staple line. When asked about crossing staple line, the surgeon responded that the device was fired across the linear transverse staple lines; one on each side. When asked about staple form, the surgeon commented that the staples removed from the rectal stump were mostly straight and some curved; nowhere close to b-form. He stated that after firing the device, it could not be removed. The device was initially opened two rotations, but then went to three. The stapler could be seen through the staple line. The stapler was unable to be removed even after removing the anvil. The surgeon had to cut the posterior left side and then push the stapler out. The IFU steps for opening the device were discussed, but it was also discussed that possible incomplete transection of the tissue may have contributed to the removal issues. The surgeon asked why some staples had bent tips. The likely cause of uneven tissue loading was discussed. The photo provided was shared and it was discussed that the washer appears blemished but was not cut; indicating an incomplete firing. The sales rep also had demo devices and washers available to facilitate the discussion. The surgeon stated that a portion of the rectum opposite where he was standing was difficult to visualize and he commented that there was likely too much tissue in one side of the posterior portion. He speculated that the resident may not have generated enough force as there was too much tissue between the knife and washer which multiplied the force required. He stated that the posterior corner of rectum likely got in to the staple line. Engineering further discussed uneven tissue loading which may have contributed to only some of the staples having bent tips and the marks on the washer are consistent with it, but difficult to fully assess based on the photo alone. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer was noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows an anvil and a detached washer from top view and the washer appears to be uncut and indented. Based on the photo alone the event describe of firing issues is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a low anterior resection the stapler would not remove from the patient. Such strain during removal caused the anastomosis to tear. Upon removal it was determined two complete donuts formed, but the washer remained uncut. The procedure was delayed by an unknown time frame. It is unknown if a similar device was used. A colostomy was performed.